Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was diagnosed with right sided heart failure. The patient was on inotropes and having chronic low flow alarms. A low flow adjustment was requested and completed on (B)(6) 2022 without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. The report of low flow alarms was confirmed by an onsite abbott representative; however, a specific cause for the alarms could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number, (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23may2022. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section explains when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.